Manufacturer narrative:
(B)(4): representative samples were returned for evaluation. Visual and functional inspections were performed and the samples met the requirements.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by a veterinarian that an animal underwent cryptorchid castration on (B)(6) 2015 and suture was used on linea alba. On (B)(6) 2015, the animal experienced post-operative suture breakage.